Event description:
Customer reported a pixel issue on pump display, which made it difficult to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.